Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows no errors or alarms associated with this complaint. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or defect was found to the power circuit. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the clinical manager contacted animas and reported that the pump would not power on. The cm reportedly tried changing out the battery several times with no resolve. The clinical manager was not sure if there were cracks noted on the pump and denied that there was moisture in the pump. There was reportedly no damage to the battery cap and it secured tightly to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.